Event description:
Consumer bought 4 oz bottle of renu multiplus no-rub contact cleanser. Box was intact; inside were 2 batteries (one black, one green, with oriental (?) Writing), a piece of styrofoam, and a 2 oz bottle instead of a 4 oz bottle (safety seal not present). Consumer did not use product.